Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 3 year and 5 months after the dental implant was installed in intraoral region #31; its loss of osseointegration was observed. Thirty five ncm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type ii).